Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields d8, d9, h2, h3, h6 and h11. The device was returned to olympus and the reported failure was confirmed. On inspection it was identified that shape of the detached rubber fragment matched that of the damaged portion of the biopsy valve, indicating that the detached rubber fragment was part of the biopsy valve. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however the likely cause of damage to the biopsy valve was during insertion or removal the guide sheath or syringe at an angle and may have placed stress on the slit section inside the biopsy valve, potentially causing it to damage. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a diagnostic bronchoscopy, a part of the biopsy valve fell into the patient's bronchus. The fragment was retrieved using bronchoscopic forceps. No reports of further patient harm reported.